Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod packing coils (pod pcs) and a lantern delivery microcatheter (lantern). During the procedure, one non-penumbra coil was implanted into the target location. While advancing a pod pc, resistance was encountered and the coil would not advance out of its introducer sheath. Therefore, the pod pc was removed. The procedure was completed using a pod pc of the same size and another pod pc with the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned pod pc confirmed that the device was unable to be advanced out of its introducer sheath. Further evaluation revealed offset coil winds on the embolization coil, and an ovalization on the introducer sheath. If the rotating hemostasis valve (rhv) is over-tightened onto the introducer sheath, damage such as an ovalization may occur. During functional testing, resistance was experienced while attempting to advance the pod pc out of its introducer sheath due to the ovalization, and the pod pc could not advance through. The damaged introducer sheath likely contributed to the resistance experienced during the procedure and the functional test. The offset coil winds were likely a result of forceful advancement against resistance. Further evaluation revealed a pusher assembly kink. This damage was likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.